Event description:
Contact reported that one of the eagle screws had backed out from the cervical plate. Patient was implanted with the eagle screw and swift bushingless plate in 2005. A revision was performed to remove the device. The patient was not fused so the surgeon rotated the patient and performed posterior fixation.